Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion set tubing detachment event on (B)(6) 2024. The detachment occured from the connector. Infusion set was in use for about 24 hours. Patient blood glucose levels were 600 mg/dl. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. No further information available.